Event description:
Ventilator interfaces with our simplex-grinnell nurse call system in ICU/ccu critical care unit unit. Although the ventilator was not alarming at the time, it is stuck in alarm state and triggering the nurse call system constantly alarming at the nurse call station. Ventilator was removed by respiratory technician and replaced with another unit.======================manufacturer response for ventilator, e500======================unable to duplicate problem.